Event description:
It was reported that a patient underwent an arteriovenous fistula surgery on (B)(6) 2026 and suture was used. A arteriovenous fistula surgery was performed on a kidney dialysis patient .the surgery required the use of suture, so the chief surgeon requested to open the suture . The touring nurse went to the sterile instrument table to check the external surface for integrity and clamped it with a needle holder for later use. When the chief surgeon began to suture the patient's arteriovenous vessel anastomosis, the needle head need to be inserted during the first stitch . The doctor did not pull hard, the problem of pulling off suture needle happened , making the suture unusable. The chief surgeon immediately requested to replace the suture. The chief surgeon took out the separated needle and suture and replaced it with a new one. The patient's poor physical condition resulted in a slight increase in surgical time and increased surgical risk. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what is the current status of the patient? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.